Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No unexpected no delivery/occlusion alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found bolus not delivery alert in the event date of 22-mar-2025 at 15:12:21. No stuck button error alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (23.8 mv). The j1 connector on pcba 1 was locked properly during visual inspection. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage on the pump case noted. Keypad/button unresponsive/button error alarm was not confirmed. Low reservoir anomaly not confirmed. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"It was reported to medtronic minimed that the customer experienced hyperglycemia with low reservoir anomaly and unresponsive keypad. The customer reported blood glucose value of 253 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-378a, mmt-332a. Troubleshooting was performed for unresponsive keypad and buttons were unresponsive after troubleshooting. Troubleshooting was not performed for hyperglycemia event and low reservoir anomaly. No further patient complications were reported. The customer discontinued the use of device mmt-1884. Mmt-1884 was requested and customer response was the device will be returned.. No product return is required for mmt-378a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.